Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed the probe of the coulter act diff analyzer was leaking sporadically at the end of a cycle. Customer reported that the probe leaked a couple drops of clear fluid onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed fluid on the probe wipe of the coulter ac*t diff analyzer. The fse replaced the probe wipe and resolved the leak. The fse also performed preventive maintenance.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe block. (B)(4).